Event description:
Starting using philips respironics dreamstation asv in (B)(6) 2021. In (B)(6) 2021 having severe irritation of esophagus, chest pressure, dizziness, nausea and hypersensitivity and it's ongoing. Was informed yesterday, (B)(6) 2021 of the medical device recall. FDA safety report ID # (B)(4).